Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm or determine root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level dropped to 30 mg/dl between 24 and 36 hours of wearing the pod. The patient reported symptoms included hypoglycemia and being disoriented. The patient further reported while being disoriented they dropped their controller, causing the screen to crack. On (B)(6) 2025, the family called an ambulance who took the patient to the emergency room. The patient was diagnosed with hypoglycemia and was treated with a glucagon injection and stayed in the hospital for monitoring for 2 days. The patient reported the pod was removed and discarded while at the hospital, and they are unable to retrieve the pod lot and sequence number from history details. The patient was discharged from the hospital on (B)(6) 2025.